Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the down arrow keypad button was under responsive and the keypad was peeling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was found to torn underneath the ok button. The keypad was worn and the contrast button symbol was illegible, which has no effect on insulin delivery function. During testing, the down arrow button was found to be unresponsive. With the keypad cover removed, evidence of moisture corrosion was found on the keypad. The down arrow wire was damaged. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.